Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device caused for reprocessing and usage. Manufacturing date 08-apr-2019. The device was not received for evaluation, and no evidence of the failure was received.

Event description:
On 01/22/2024, it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock¿ glenoid trial broke when trialing. This occurred during a total shoulder arthroplasty procedure where the broken fragment was not recovered due to having to drill it out.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.